Event description:
An attempt was made to use the device on a patient (patient's details were not reported) diagnosed in cardiac arrest. The customer reported they were unable to see the patient's ECG on the monitor display and that the defibrillator failed to shock. Another defibrillator was made available and used. Four shocks were administered to the patient with the second device. The first shock was administered approximately 11 mins after the first device was turned on. The pt was not resuscitated.

Manufacturer narrative:
The device was examined by physio-control. The reported fault could not be replicated. The device has been tested and functions within specification. The defibrillation electrodes used during the reported event were not retained, and are not available for evaluation.